Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hwc. Without a valid lot number the device history records review could not be completed. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a orif distal femur procedure. It was noted that the plate broke at hole number 8 and also the 3 - 4.5mm cortical screws broke. It is unknown if fragments were generated. It is unknown if the procedure is completed. No patient consequences noted. Devices were involved: 214.836 (4.5mm cortex screw self-tapping 36mm), quantity: 3, 02.231.275 (5.0 va lockng scr slf-tpng/sd/75), quantity: 5-6 and a plate. This complaint involves (10) devices. This report is for one (1) 4.5mm cortex screw self-tapping 36mm. This report is 6 of 10 for (B)(4).